Manufacturer narrative:
Reporting institution name -(B)(6). Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that there was an oxygen device malfunction during testing. There was no patient involvement or harm. This event was reported to have occurred during the first power on of the day during testing, outside of clinical use. There was no delay to therapy. It was determined the oxygen source and pipe should be examined, and possibly replacing the oxygen valve or da pcba. A field service engineer (fse) was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer confirmed and duplicated the reported issue; error code 1111 was observed. Following the evaluation of the device, the fse replaced the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.